Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in patient's room. During catheter placement, the symbols are not matching up to what the chest x-rays are showing. A blue bullseye has shown many times when the catheter was contralateral. When this occurs, they stop using the vps and are manually placing the same catheter and are taking a chest x-ray to conform tip location. There have been delays in treatment with no patient harm and no patient deaths or complications reported.